Manufacturer narrative:
H11: the actual device was not available; however, two (2) photographs of the sample was provided for evaluation. The photographs were reviewed and showed the product is connected for use and a particle can be seen in the red marked area on the head cap. It is not clear from the photo whether the particle is an injected particle or a loose particle.the reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "foreign body, black spot" was observed in the header of a revaclear 400 before use. There was no patient involvement. No additional information is available.